Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. Multiple attempts were made by tandem technical support to confirm a pump reset; however no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.